Event description:
It was reported that the patient had a respiratory arrest at home and was hospitalized. The patient required cardiopulmonary resuscitation (CPR) and recovered. It was further reported that the respiratory arrest was not related to the ventricular assist device (vad). The vad remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient had acute hypercarbic and hypoxic respiratory failure with an unknown cause which required intubation for over two (2) weeks. While undergoing hypothermia protocol, a computerized tomography (CT) scan was performed which demonstrated ischemic infarction with low attenuation in sulcal effacement of the right parietal complex. The patient has residual weakness on the left side correlating to a cerebrovascular accident (cva).

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after a prolonged hospitalization due to acute multifocal cardio-embolic cerebral infarcts complicated by encephalopathy, multiple infections, and respiratory failure, the patient developed small bowel obstruction with non-operable intestinal and biliary pneumatosis. The patient was transitioned to comfort care and subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected from life threatening, hospitalization, and intervention required to death. Date of death was added. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions taken, and patient outcome. Correction b7: relevant history was corrected to include additional medical history. Correction h1: type of reportable event was corrected from serious injury to death. Correction h6: patient ime code was updated. Patient imf code was corrected from f1203 to f02. Revised product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient had a respiratory arrest at home which required cardiopulmonary resuscitation (CPR). It was further reported that the patient had acute hypercarbic and hypoxic respiratory failure with an unknown cause which required intubation for over two (2) weeks. While undergoing hypothermia protocol, a computerized tomography (CT) scan was performed which demonstrated ischemic infarction with low attenuation in sulcal effacement of the right parietal complex. The patient had residual weakness on the left side correlating to a cerebrovascular accident (cva). Additionally, after a prolonged hospitalization the patient developed small bowel obstruction with non-operable intestinal and biliary pneumatosis. The patient was transitioned to comfort care and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient had a respiratory arrest at home which required cardiopulmonary resuscitation (CPR). It was further reported that the patient had acute hypercarbic and hypoxic respiratory failure with an unknown cause which required intubation for over two weeks. While undergoing hypothermia protocol, a computerized tomography (CT) scan was performed which demonstrated ischemic infarction with low attenuation in sulcal effacement of the right parietal complex. The patient had residual weakness on the left side correlating to a cerebrovascular accident (cva). Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been corrected and updated. Correction 5b. Patient race investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.